Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for normal device check. Upon interrogation, the pulse generator exhibited ams episodes resulted from inappropriate mode switching. The device was reprogrammed.